Event description:
It was reported that during a da vinci s segmentectomy procedure, the surgical staff experienced difficulty performing a guided tool change (gtc) and when the surgical staff installed a thoracic grasper instrument, the patient's pleura was nicked due to the instrument being advanced too far into the surgical field. With the assistance of a technical support engineer, the surgical staff performed the guided tool change correctly. The planned surgical procedure was completed and the affected area did not require repair or treatment of any kind. No patient complications were reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found that there were no system errors and that the system was functioning to specification. It was concluded that the guided tool change (gtc) issue experienced by the customer was related to training as the site indicated to the fse that they were unaware of how to perform a guided tool change. On (B)(4) 2010, an isi clinical sales representative met with the surgeon to discuss the reported event and learned that the scrub technician assisting during the case was new and had not had a lot of experience operating the da vinci s system. On (B)(4) 2010 additional training was provided to the applicable surgical staff by isi regarding the gtc process. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.